Manufacturer narrative:
Product event summary: the 2ach20 mapping catheter with lot number 9265537 was returned and analyzed. Visual inspection of the mapping catheter was performed. The loop segment area showed the loop was intact with no apparent issues. No damage was observed along with the tip/loop section of the mapping catheter. The pebax tubing was intact with no apparent issues. No damage was observed along with the pebax tubing section of the mapping catheter. The electrode(s) was intact with no apparent issues. All electrodes exist on the loop section and no cosmetic issue or anomalies were identified. The shaft was kinked approximately 51 inches from the lemo connector. The introducer was intact with no apparent issues. No damage or any other issue was observed along with the introducer. The lemo connector was intact with no apparent issues. No damage or any other issue was observed along with the lemo connector. In conclusion, the reported kink issue was confirmed through testing and the mapping catheter failed the returned product inspection due to a shaft kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulmonary vein isolation procedure using the achieve advance catheter, the shaft of the catheter was kinked during insertion into the y-connector and balloon catheter. This issue occurred during material preparation and compromised the movement of the catheter inside the balloon catheter. The physician decided to open a new achieve advance catheter, which allowed the procedure to continue without problems. The procedure was completed successfully, and there was no injury to the patient. No patient complications have been reported as a result of this event.